Event description:
The initial reporter stated they received discrepant ise results for one patient sample tested on a cobas 8000 ise module. The affected tests include the following: the na electrode, k electrode, and cl electrode. The sample initially resulted in the following values: na = 120.5 mmol/l. K = 3.93 mmol/l. Cl = 83.3 mmol/l. The sample was repeated, resulting in the following values: na = 142.0 mmol/l. K = 4.82 mmol/l. Cl = 101.6 mmol/l. The sample was repeated a second time, resulting in the following values: na = 142.6 mmol/l. K = 4.84 mmol/l. Cl = 101.8 mmol/l. The repeat values matched the patient's symptoms and were reported outside of the laboratory.

Manufacturer narrative:
The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the issue is consistent with insufficient pre-analytic sample handling.